Event description:
It was reported that there was a setscrew problem with the device. The device measured low impedance on the right atrial (ra) lead as well as intermittent high impedance and noise on the right ventricular (rv) lead. Both leads tested within normal limits through the analyzer and fluoroscopy revealed that the leads appeared to be fully seated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.